Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging, connected with a cannula. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone). At the patient connector (lla-cone) of the sample we detected also liquid and crystallized drug residues. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump (opening white clamp) the pump did work (solution was running). Leakages were not detected at the sample. The inspected sample is in accordance with our requirements. Hence we assess this complaint to be not justified.

Manufacturer narrative:
(B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): it doesn't occur infusion, patient returned after two days with the pump full of medication.